Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient was discharged from the hospital and recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The patient also experienced "hb low", abdominal pain, and pedal edema. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Two days after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized seven days after the event onset. The frequency of vancomycin administration was once daily. At the time of this report, the patient remained hospitalized, has recovered from "hb low", pedal edema and abdominal pain during dialysis and was recovering from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.